Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user reported that the system showed results different from glucometer measurements. An RMA was authorized for the return of the sensor for further investigation. The sensor was received and inspected, and a small portion of the hydrogel was found missing on the back side of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint and is not expected to affect sensor functionality. During in-house testing, the sensor could not be read, indicating an issue with the electronic components. A review of the in vivo data showed frequent missed reads attributed to internal electrical communication issues. In addition, the data confirmed degradation of the sensor's chemical performance. The combination of these factors most likely contributed to the inaccuracies observed. The user was provided with a replacement sensor as part of the resolution. B4.date of this report 05 oct 2025. G3.date received by the manufacturer? 05 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3231,628. H6. Investigation conclusions updated to 4307.